Event description:
Customer reported the system locked up and displayed error messages. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. A second fse evaluated the system and disassembled the rui; removed and replaced joystick to address joystick error in tar file error report. Also, found footswitch cable tangled up with high volt cable assembly and un-tangled (could cause motion error). Torqued/tightened inner/outer transformer nuts (were loose; done in response to loss of ac power in tar file error report). Lowered image intensifier dose slightly for improved image quality (3.1 mr/min). Unit functions as intended.